Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting the battery icon symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began at an unknown time in (B)(6) 2010 prior to contacting lfs. The patient indicated she manages her diabetes with insulin. Despite the alleged issue, the patient claimed she continued to take her usual dose of insulin (type and dose unknown). The patient claimed she felt sweaty, thirsty, weak, and had blurry vision 2 months after the alleged began. In spite of the her symptoms, the patient denied receiving any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter, there was no misused of the meter, and the meter did not require a new battery replacement. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.